Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The velcro strap, irrigation catheter and the ligator head were returned and the handle assembly did not present any visible damage. The crimp was present on the trip wire. A visual examination of the device found all bands present on the ligator head with some of the bands moved out of position. The ligator head teeth were damaged and the suture was broken. The trip wire was bent in several locations and was partially rolled in the handle. Evidence showed that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the returned device, these failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the second band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the second band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.